Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The broken door was identified during visual inspection. The cause of the condition was not determined. To correct the condition, the pump head door assembly, latch door assembly and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have a broken door. There was no patient involvement. No additional information is available.